Manufacturer narrative:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. Were updated as original information was not clear. Philips requested an electronic event file/ECG strips and additional patient details however the information was unable to be provided. A philips field service engineer (fse) evaluated the device and the reported symptom was not reproduced. The fse upgraded the device software due to unrelated error messages in the device logs. The device passed performance assurance testing and was returned to use.

Event description:
It was reported to philips that the defibrillator did not deliver a shock to the patient using external paddles. A second defibrillator was used to successful shock the patient. There was no patient harm. Although there was no harm, philips is considering this as a serious injury because action was needed to prevent harm (getting another defibrillator).

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that on (B)(6) 2017 when they went to deliver a shock to a patient using external paddles, the defibrillator did not deliver the shock. They had to use another device. The customer reported that the patient did not suffer any injury. Although there was no harm, philips is considering this as a serious injury because action was needed to prevent harm. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
It was reported to philips that the defibrillator device did not deliver a shock using the external paddles to the patient. Customer reported that on (B)(6)2017 when they went to deliver a shock to a patient using external paddles the defibrillator did not deliver the shock. They had to use another device that they had. They reported that the patient did not suffer any injury. Although there was no harm, philips is considering this as a serious injury because action was needed to prevent harm (getting another defibrillator). A philips field service engineer (fse) / authorized service personnel (asp) was dispatched to the customer site who evaluated and downloaded the logs and sent to philips technical support engineer to analyze. There were no patient strips during use because send to the fse, therefore, no patient outcome evaluation. Philips product support representative evaluated the logs and found there are 5 sw errors which might relate to AED mode issue: <softwareerrorrecord info="failure=5; data=513 thread @ cecgdatasrcclinicalthread @ line 2364 \ecgsrc\src\cecgdatasrcclinicalthread.cpp" severity="software critical" mode="clinical" errorcode="03020026" datetime="2017-03-07t20:02:29"/> the fse successfully upgraded the device software to rev. 2.00.09. The device passed all performance assurance tests and was sent back to the customer. This was a malfunction of the device to deliver a shock to the patient. A back-up device was used to deliver the shock to the patient. No adverse patient impact was reported there is no indication of a systemic problem; no further investigation or action is warranted. .